Event description:
Biomed states, pt was on the table when an error occurred and the system was disabled. On the tube shroud, the monitor shows: system is misaligned, pot c error, system disabled. They are using a c-arm to finish the case. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch supplemental report will be submitted.